Event description:
The customer reported that elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated from an access 2 immunoassay system for one patient over multiple days. This is report is nine of twelve and represents the elevated accutni results generated on (B)(4) 2011. The initial accutni result was elevated and above the ami threshold. The elevated result was reported outside the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The patient was redrawn two additional times and the second and third samples' accutni results were also elevated and above the acute myocardial infarction (ami) threshold. The test samples were collected in lithium heparin plasma tubes. The customer did not provide instrument calibration or quality control information for the instrument.

Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-04616, 2122870-2011-04617, 2122870-2011-04618, 2122870-2011-04619, 2122870-2011-04620, 2122870-2011-03101, 2122870-2011-04621, 2122870-2011-04622, 2122870-2011-04623, 2122870-2011-04624, 2122870-2011-04625, 2122870-2011-04626.